Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind while filling a new tubing. Customer's blood glucose was 213 mg/dl. The customer revert to a back up plan. The customer reported that insulin was squirting out and alarm appeared. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap was in good conditions. The customer was advised to discontinue use of the device. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced and agreed to return the product.

Manufacturer narrative:
The insulin pump passed displacement test and rewind test. The insulin pump alarmed motor error during basic occlusion test and alarmed prime during prime test due to severe moisture damage on force sensor. The insulin pump had cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot. Corrosion on motor housing; no corrosion on motor home switch noted.